Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 332 mg/dl, 191 mg/dl, 102 mg/dl, 260 mg/dl, 165 mg/dl and 312 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. The device (B) (4) has been returned and an investigation utilizing the returned meter, returned test strips (lot no: 0927427) and retained control solutions (lot no: 9f3p10 and lot no: 9f1p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log revealed the presence of the reported results. The results were obtained on february 16, 2010 within the 10-minute timeframe.